Event description:
It was reported that "a new filled cartridge seems to be getting harder to press back into the cartridge chamber on the pump with site changes". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.